Manufacturer narrative:
(B)(4). The dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced a skin reaction on (B)(6) 2015. The sensor was inserted into the abdomen on (B)(6) 2015. Skin reaction was described as itchy and red with hardened skin that flaked off. The reaction was located on the abdomen, in the area that the patient used a skin barrier against the sensor adhesive. Patient was directed by a physician to use the skin barrier. On (B)(6) 2015, the patient informed a nurse and physician about the reaction during a regularly scheduled visit. At the time of the visit, all signs of the irritation had subsided and the physician recommended over-the-counter hydrocortisone cream. Affected area was treated with the recommended hydrocortisone cream. At the time of contact, the patient was in normal condition. Additional event or patient information was not provided.